Manufacturer narrative:
Concomitant product: d314trg crt-d, implanted: (B)(6) 2012.

Event description:
It was reported that right atrial (ra) lead impedance and thresholds had risen since the patient's previous device check. The lead remains in use. No patient complications have been reported as a result of this event.